Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to 7th november 2010. On the 14th november 2010 the device failed a weekly auto self-test due to a low battery. On the 22nd december 2010 the device manually powered up and passed a self-test. The device continued to perform to specification up to the 5th october 2014. During this time a new pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration were observed between the 8th october 2014 and the final history log entry on the 21st november 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the voltage across the pogo-pins was reduced enough to contribute to the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.